Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets cannula kinked events, first on (B)(6) 2024 and second on (B)(6) 2024. Both the events occurred after 3 hours of insertion and the insertion site was at abdomen. The sets were in use for one day. The blood glucose level at the time of event was high (specific value unknown). The patient resolved the events with correction bolus via pump and multiple daily injection (mdi) for 2nd time followed by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.